Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's report was not identified.

Event description:
The customer reported that the pump would turn off even though fluid was infusing. There was no report of harm.